Event description:
The doctor was performing a lap gastric bypass. It was reported the doctor was in the middle of the resection and received an error 5 instrument error. The doctor cleaned the instrument, retorqued the instrument, tested the instrument and received another error 5 instrument error. The doctor tried a second device and completed the case with no patient consequence.